Manufacturer narrative:
The customer replaced the cpu pcb to resolve this issue. Root cause :the cpu board was tested and no failures were identified. The 1104 error code could not be duplicated.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a backup alarm failure: this is being reported due to malfunction of the back-up alarm. In the event of the primary alarm failure, the back-up alarm will not annunciate to alert the user. No patient harm reported. Patient information requested.